Event description:
It was reported that the insulin pump alarmed button error and low battery. The customer's blood glucose was 122 mg/dl. The customer stated that they replaced four batteries. The customer stated that they had cleared the low battery alarm before replacing the battery. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip, and currents within specification. No unexpected low battery alarm noted.